Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: c2tr01 ipg, implanted: (B)(6) 2014; 5071-35 lead, implanted: (B)(6) 2014. (B)(4)

Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. The lead had been removed due to heart transplant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.